Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated at 10 atmospheres and was deflated. However, when the balloon was again inflated with the same pressure, balloon 'exposure' occurred. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right subclavian vien. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated at 10 atmospheres and was deflated. However, when the balloon was again inflated with the same pressure, balloon 'exposure' occurred. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the 60% stenosed target lesion was located in a moderately calcified and moderately tortuous vessel.

Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon bond and extending approximately 67mm distally across the entire balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.